Event description:
It was reported to boston scientific corporation that during a procedure using an advantage sling system, the patient's bladder was perforated. The physician completed the procedure with another device, and the patient was reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.